Event description:
It was reported that the ilet user accidentally deployed an infusion set from its applicator, resulting in an incorrectly deployed infusion set, and then completed a full supply change to resume insulin delivery. There were no reported symptoms or adverse clinical effects. Outcomes included no alarms and continued therapy after replacement supplies were arranged. Investigation included troubleshooting and education conducted by customer care. Investigation of this case revealed user handling error related to infusion set deployment and connection, with no device alarm behavior and no additional device component issues observed. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.